Event description:
After the procedure the trellis device was retrieved successfully with no harm came to the patient. However, it was reported that the transission zone on the trellis broke after device was removed from the patient.investigation of the returned device on (B)(6), 2015 found that the distal section, including the sinusoidal section was not attached and the proximal balloon exhibited a radial tear over the marker.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.